Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient fell and broke their hip. Since then their stimulator had not been as effective for back pain relief. An x-ray was taken which confirmed slight lead migration occurred. The patient was reprogrammed and the issue was noted as being resolved- surgical intervention was not planned and did not occur. No further complications reported.